Event description:
Rv defib lead impedance warning on (B)(6) 2021. (133 ohms), audible alert triggered. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).